Manufacturer narrative:
Image review: eight media files were provided for review. Patient¿s executive summary was not provided for anatomical review. It was reported that moderate paravalvular leak (pvl) was observed after valve implantation therefore a post implant dilatation was performed with a 28mm non-medtronic balloon, which is a semi compliant balloon. An angiogram performed after the balloon dilatation revealed significant aortic regurgitation confirmed to be central on an echocardiogram which was not provided for review. Subsequently, a non-medtronic valve was implanted which visibly revolved the aortic regurgitation. Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a 34 millimeter (mm) transcatheter valve, moderate paravalvular leak (pvl) was observed and a post-implant balloon aortic valvuloplasty (bav) was performed using a 28 mm non-medtronic balloon. Following the post-implant bav, an echocardiogram was performed that revealed severe central aortic regurgitation. Additionally, the patient became hypotensive and required medication and fluids. Subsequently, a 29 mm non-medtronic transcatheter valve was implanted valve-in-valve. Following the implant of the second valve, the central regurgitation resolved and mild pvl was observed. Per the physician, the patient's calcified anatomy and post-implant bav contributed to the event.